Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. In response to FDA report number: mw5085237. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: two curved openings and a weight test of the explanted material was verified and it was overweight. Microscopic analysis of the return device identified: two curved striated openings on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported via regulatory agency right side rupture and "developed systemic diffuse scleroderma." Additionally, healthcare professional reported a capsular contracture, baker grade unknown, and right side "implant malposition". Device has been explanted.